Event description:
Hamilton medical ag received the following incident description: standby button is very stiff. Ip key + led board defective.

Manufacturer narrative:
Defective board msp159234 was replaced.

Manufacturer narrative:
Defective board msp159234 was replaced. A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause of this event were a defective led board (part n° msp159234) and a defective ip mother board (part n° msp159204). If such a case were to happen again then the ventilation will continue and there will be no risk for the patient. As described by the technician the front panel hard key was still working but only a bit stiffly. This does not affect the functionality of the ventilator. The technician on site replaced the defective components and successfully completed the maintenance. The device is back with the customer and works as intended again.

Event description:
Hamilton medical ag received the following incident description: standby button is very stiff. Ip key + led board defective.